Event description:
Information was received from a manufacturer representative regarding a handpiece. It was reported that for a column arthrodesis procedure, when opening the material of a handpiece from the first package (plastic) was sealed. The box closed, when removing the packaging that contained the bipolar, it was opened and the equipment (which part of the bipolar had an IV in its extension). The instructor did not take the tweezers because the first impression was that had been used. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.